Event description:
It was reported that during follow-up after the surgery, dislodgement of the left bundle branch (lbb) lead and the coronary sinus (cs) lead was noted. The physician elected to explant both leads and replace the cs lead with a new one. The patient remained stable.